Manufacturer narrative:
Abbott customer support advised the customer to replace the analyzer sample probe (list 08c94-47). Subsequent instrument operations and test results were acceptable. A review of the architect i2000sr analyzer service history found no contributing factors on or around the time of the customer call. A review of the analyzer instrument logs was performed. The discrepant sample was identified as sid (B)(4) which was completed 11 may 2017 (at 18:07) with a result of 89.44 miu/ml. A retest of the sample was attempted twice but resulted in exception error 0218 unable to process test, no processing modules available. The review confirmed the observation of two prior positive b-hcg sample results that preceded (B)(4). A few sample pressure errors were observed on the days preceding the event; however, the review did not identify conclusive information to indicate an instrument issue occurred. No returns were available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect systems operation manual and the architect total b-hcg package insert both contain information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states that one patient sample generated an initial architect total b-hcg assay result of 89.44 miu/ml (positive). The sample retested at "less than 1.2 miu/ml" on three different architect analyzers. A review of the architect i2000sr analyzer instrument logs for the analyzer that generated the initial positive result revealed a possible carryover scenario as a sample generating a total b-hcg result of 20388.0193 miu/ml was run. The logs also showed several pressure errors at the identified sample. There is no impact to patient management reported.